Event description:
This rv lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2017 due to reason high pacing impedance greater than 2000 ohms and new lead was implanted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).